Event description:
It was reported that during an implant procedure involving the penditure clip, the clip did not fully exclude the appendage. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that there were no placement issues. The concomitant procedure was maze. The clip was deployed on a beating heart. The implant technique and site of insertion was left atrial appendage. There was nothing unusual about the appendage. Medtronic received additional information that the customer knew the clip was not excluding as there was bleeding from a decompressed appendage. They used a sizer. The implant technique was a standard open exclusion technique. They did not replace with a penditure device. The patient was very young. The bleeding occurred intra operatively and the surgeon replaced it with another company¿s clip which resulted in the stoppage of bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.